Manufacturer narrative:
Product was not returned for evaluation. Review of the history device records for the valve, product code 82-3249, with lot ctbbkt conformed to the specifications when released to stock on the (B)(6) 2015. The failure analysis and root cause could not be determined as the product was not returned.

Event description:
When opening the exact-flo np valve product ID 823249 the doctor indicated product was not working at full capacity when testing it. Additional information received on 07nov2019 indicated that there was a 30-minute delay causing no impact to the patient. The patient received a product from another manufacturer (medium bypass system).